Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was reviewed and a cause for the air noted in the gripper lever could not be identified. It is possible that the user did not fully de-air the device during preparation, in which a small amount of air remained in the delivery catheter handle; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the fluid column lost in the gripper lever. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the left atrium. When the clip was first going to be opened, the grippers were raised, but the fluid column was lost in the gripper lever. The drips were turned off a little more, which corrected the issue. The clip was implanted without issue, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.